Event description:
It was reported that the temperature display was unstable soon after temperature sensing catheter was started to use. The cable was discontinued to use and replaced with another cable.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Photo samples were submitted, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath set to 37c, the cord was then attached to a kilo device and the temperature displayed 37.3 c, similar to the thermometer reading. The sample meets the specification "plug and jack must be firmly secured to wire." As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature display was unstable soon after temperature sensing catheter was started to use. The cable was discontinued to use and replaced with another cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.